Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge senior service territory (stm) was dispatched to evaluate the iabp and the customer reported that the balloon pump dropped onto the ground and caused a dent to the back panel, helium leak and was unable to charge the iabp with helium. The stm verified the damage to back cover which broke the 300 psi check valve on the fill manifold, and the pressure tubing was also damaged. To resolved the issue, the stm replaced all damaged parts and performed service diagnostic tests to factory specifications. The iabp passed all functional and safety tests and was returned to customer for clinical use.

Event description:
The customer has reported that the cardiosave intra-aortic balloon pump (iabp) fell. No patient was involved during this event, and no adverse event was reported.